Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was an issue with the product. The ceramic of the device broke during surgery. According to the complaint description, the distal tip of the resector broke during a bladder resection. It was necessary to retrieve it using a endoscopic forceps. There was a risk of injuring the patient and the persistence of a metallic breakage in the surgical site. The procedure was prolonged and an additional medical intervention was necessary to complete the surgery successfully.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Investigation of the device revealed that the ceramic beak at the distal end is broken off and the entire device shows signs of use. Due to the current failure pattern, the high age of the device may have caused material fatigue resulting out of a high number of reprocessing cycles. In addition, the breakage was caused by improper handling and applying to much force during use and is therefore most probably usage related. The device quality and manufacturing history records have been checked and were found to be according to our specifications. No corrective actions necessary as there is no critical and/or systematic deviation found during investigation. Correction from the last supplemental report in section b2: death was selected accidently. This event does not realte to any death case. The event is filed under internal karl storz complaint ID: (B)(4).